Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough evaluation of the device was performed. The device never triggered replacement indicator while implanted. All seal plugs were intact and all the setscrews moved freely. The lead seal witness marks indicate that all leads were fully inserted. There was no issue found with the device as the device passed the return product tests. The therapy was available.

Event description:
Boston scientific received information that this device has been reprogrammed due to high outputs on the right ventricular (rv) lead. A procedure will take place in the future to remove the rv lead and replace with another. No other adverse patient effects have been noted.